Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a burnt resistor on the dispense (disp) printed circuit board in the wash/dispense module. The board was replaced. The instrument was tested without further problem and returned to service.